Event description:
It was reported that the procedure was to treat the mildly tortuous proximal and mid circumflex arteries. A 4.5 x 8 mm nc trek balloon catheter was used for post-dilatation of two bare metal stents and inflated to 16 atmospheres five (5) times. When the balloon catheter was removed from the anatomy the tip and part of the balloon had separated and were missing. Reportedly, there was resistance upon removal. The separated portion of the catheter could not be located and it was unknown if it remained in the patient. Proceduralist assessed the left main and the rest of the coronary anatomy and it appeared without any related problems. Patient was monitored and discharged without any complications. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.